Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turning on. The customer tried to plug into different outlet, but still failed. As per part investigation, it was determined that there was thermal damage observed on the solenoid 12 vdc hh drawer cubie. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of station not powering up was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse replaced both pcbs and the retractor band to resolve the issue of all cubies being offline, then verified proper operation in the application. During dchu visual inspection p/n 119879-01: was received with thermal damage on the coil cover. P/n 151622-01: was received with a detached component d601. During dchu testing p/n 119879-01: no further testing was required due to thermal damage found during the external inspection. P/n 151622-01: no further testing was required due to physical damage found during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint, station not powering up was determined to be: a faulty solenoid 12 vdc hh drawer cubie, p/n 119879-01, which exhibited thermal damage in the coil and consequently compromised the proper operation of the drawer. A faulty use 331392-01 pcba dwr cntlr v1.10/v1, p/n 151622-01, due to a detached component d601, which prevents a proper functionality of the board.